Event description:
It was reported that when using the bd pyxis¿ es server all users were unable to login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server down. A technical support specialist troubleshot the device and resolved the case by restarting the world wide web publishing service on the application server, which restored authentication and allowed successful login to patient encounter system (pes). The customer confirmed access and approved closure. The system functioned as intended after technical support specialist diagnosed the device.